Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent one day post implant. Upon review of the electrograms, it was noted that far field sensing was occurring on the right atrial (ra) lead, causing false detection of atrial tachycardia/atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.